Event description:
Pt was taken to the operating room for an elective c-section for a twin pregnancy. Normal surgical techniques were used including use of the bovie pencil. Upon entering the abdominal cavity, the bovie was placed on the pt's upper chest, clear of the operative field. The pt then complained of pain in her neck and it was noted that the cautery pencil was independently firing. This caused a 3 mm full thickness burn and partial thickness burn to the pt's neck. The surgeon tossed the pencil from the field but it caught in the surgical drape resulting in a superficial burn to the pt's right forearm. Pt had scarring of skin.